Manufacturer narrative:
(B)(4)

Event description:
It was reported that prior to any procedure, there was an issue with damaged packaging. The box appears to have been dropped. The box has a crease and dent in it and the plastic has cracked and broken out. There were no adverse consequences for the patient reported since not used in a case.

Manufacturer narrative:
(B)(4). Batch # m91u77. The analysis results found that the harh36 device was returned inside its package; the package was returned partially open. A photograph was also received for analysis. Upon visual inspection, it was observed that the blister from the packaging was damaged; the blister was found to be broken at one of the sides of the package. In addition, pieces of the broken blister were still attached to the tyvek. Due to the damages found on the packaging and the device, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.